Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on the continuous glucose monitor. Low bg cause was not known. Customer consumed carbohydrates to address bg. Customer reverted to an alternate method of insulin delivery. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.